Event description:
Ous MDR - after an estimated implantation period of 48 months, it was reported that the ICD indicated 'elevated power consumption' after an electrical cardioversion had been performed. A possible insulation breach of the lead was assumed. As per today, biotronik has no further details with regard to associated leads. Should we receive additional information, this report will be updated.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was eos, and 87 charge processes had been documented. The activation of the device status eos occurred after the explantation on (B)(6) 2015. The memory content of the ICD was checked. The check showed that the tachycardia therapy functions of the ICD were always active from (B)(6) 2011 until the manual deactivation on (B)(6) 2015. On (B)(6) 2015 at 1:01 p.m., the therapy functions were reactivated and not deactivated again. Matching the clinical observation, the follow-up archive data showed documented shock impedances higher than 150 ohm from (B)(6) 2015 on. Before this time, the measured shock impedances were normal and as expected. The analysis of the archive data also showed two recorded shock deliveries after (B)(6) 2015 with normal shock impedances on (B)(6) 2015. In addition, the ICD first detected high current on (B)(6) 2015, which was most likely due to the external cardioversion mentioned in the complaint text. A detected tachycardia episode from (B)(6) 2015 was not documented in the device data. In a next step, the impedance measurement function of the ICD was tested, which showed impairments. During the test, shock impedances higher than 150 ohm were measured in all shock path configurations. The measurement of the pacing impedances showed normal and expected values in all channels. Subsequently, the current uptake of the ICD was measured, which proved to be too high, in agreement with the clinical observation. The device was opened, and the internal structure was examined. During the analysis, damage to the electronic module was found. The kind of damage of the electrical components indicates damage caused by a temporarily increased current uptake of the electronic module. In connection with the high-current detection on (B)(6) 2015, it can be assumed that the described external cardioversion damaged the module. In general, the ICD is protected against high-voltage discharges during an external defibrillation. However, damage to the electronic module cannot be ruled out completely depending on the position of the external defibrillation leads or due to individual patient-specific circumstances. The ICD was thoroughly analyzed. The analysis of the device data showed that the therapy functions were reactivated on (B)(6) 2015 after manual deactivation on (B)(6) 2015. The therapy functions were not deactivated again after this. The analysis of the archive and the holter data confirmed, with two exception on (B)(6) 2015, measured shock impedances higher than 150 ohm after (B)(6) 2015. In addition, the data showed high-current reports, which first occurred on (B)(6) 2015. During an extensive analysis of the electronic module, damage was noted at the module, which is very probably a result of the described external cardioversion from (B)(6) 2015. During the analysis, no indications of a material defect or manufacturing error were found.